Event description:
It was reported, the patient's ((B)(6)) stimulation was ineffective. During a reprogramming session, it was observed that the patient's left percutaneous lead was no longer providing coverage in the occipital region as needed. Lead migration was suspected. Although adequate stimulation was captured for the patient via reprogramming, surgical intervention was undertaken to replace the patient's leads. The patient reports effective therapy with implantation of the new device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.